Manufacturer narrative:
The device was received for evaluation in backup operation due to an error. The product code download was not successful during lab analysis due to normal battery depletion and not due to the field interrogation anomaly. After replacing the battery, the pacer exhibited normal device characteristics; the telemetry, battery current, and pacing output were normal. The implant duration was 8.66 years which exceeded the projected longevity, and is considered normal battery depletion. Analysis indicated that a incorrect eri trip had occurred which was potentially caused by transient low battery voltage. This is often due to temporary higher currents that normally occur as a result of autocapture operating in high output mode. When automatic settings are programmed, such as autocapture, the device output will adjust itself to accommodate the patient's needs for pacing. This can affect the longevity of the device.

Event description:
During a follow-up, the device was unable to be interrogated and there was a suspicion of premature battery depletion. The device was replaced and the patient was stable.